Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro was opened and it was discovered that the device stayed activated with the switch in the off position. Another device was used and the same issue occurred. A replacement device and power supply was used to complete the case. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The device also passed the engineering 60 cycle life test. The handle on the device was open to verify connections; under magnification, the micro-switch was determined to be clean. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).